Manufacturer narrative:
The field service engineer was unable to determine a cause. Precision studies were performed. Comparison studies were performed on multiple c 501 analyzers at the site and the results agreed. Results on the blood gas analyzer were found to be higher than those of the c501. The complained c501 analyzer was operating within specifications.

Event description:
The initial reporter stated that they received discrepant low ise indirect na for gen.2 results for 4 samples from one patient and 1 sample from a second patient when tested on a cobas 6000 c (501) module. Incorrect values were reported outside of the laboratory. The 4 samples from patient 1 were tested on the c 501 and repeated on radiometer abl800 flex blood gas analyzers on (B)(6) 2019. The one sample from patient 2 was tested on the c 501 and repeated on a radiometer abl800 flex blood gas analyzer on (B)(6) 2019. Patient 2 is a (B)(6) female, born on (B)(6). Additional sample data was provided for each patient, but it could not be clarified if the data was from additional samples collected from each patient or if these were repeat tests performed with the complained samples. The patients were not adversely affected. The na electrode lot number was p53, with an expiration date of 18-jan-2020.

Manufacturer narrative:
The c501 measures the ions indirectly with dilution, whereas bloodgas analyzer measures the ions directly without dilution. The investigation determined the result differences were caused by the solvent exclusion effect. The investigation did not identify a product problem.